Event description:
During a remote follow up, far field r wave oversensing resulting in inappropriate mode switching was observed on the device. Technical support was contact and also noted low p wave sensing. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.